Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a leak from the device¿s multirate control module. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction event. It was reported that a large volume infusor was leaking from the regulator. The leak was observed during patient infusion. The event involved a patient with no patient consequences. No additional information is available.

Manufacturer narrative:
Additional information/correction: d4: catalogue #. Should additional relevant information become available, a supplemental report will be submitted.